Event description:
It was reported that the pacemaker was in backup vvi mode. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the pacemaker went into backup vvi mode due to extremely low battery voltage.